Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient had been experiencing pain at their right hip (pocket site) and down their right thigh, and denied there were any environmental/external/patient factors which may have led or contributed to the issue. They received great therapy relief otherwise. Troubleshooting had been performed, where the healthcare provider reported they had tried programming changes and had turned the device off. The pain was better in the patient's hip when it was turned off, but the symptoms returned. In the operating room (or), an x-ray showed s3 placement and lead without impedance, which referred to no issue. The battery was moved to the left side, and the issue was resolved.